Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure (batch no. 629137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 2 (B)(6) 2008, (B)(6) 2002), uterine dilation and curettage, peanut allergy (swelling of throat), threatened abortion and lumbar disc disease. Previously administered products included for an unreported indication: depo-provera, ultram and toradol. Past adverse reactions to the above products included drug hypersensitivity with ultram; and urticaria with toradol. Concurrent conditions included obesity (morbid obesity), dysfunctional uterine bleeding, endometrial ablation since 2012, uterine leiomyoma, cerumen impaction, perforation of tympanic membrane and weakness worsened. Concomitant products included cetricin, morphine and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse/dyspareunia (painful intercourse)"), migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), headache ("hedaches"), abdominal pain ("abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy) and surgery (underwent novasure ablation with d & c on (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, vaginal discharge, headache, abdominal pain and pelvic pain had resolved and the uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. Removing of the essure coils also required removal of plaintiff's bilateral fallopian tubes. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pathology report showed nabothian cysts and squamous metaplasia silver metallic coiled to straight device in right and left cornua. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, abdominal pain,lower abdominal crampig, menorrhagia. Concerning injuries reported in this case the following one/ones were described in patient medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("prolonged menses") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure (batch no. 629137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 2 ((B)(6) 2008, (B)(6) 2002), uterine dilation and curettage, peanut allergy (swelling of throat), threatened abortion and lumbar disc disease. Previously administered products included for an unreported indication: depo-provera, ultram and toradol. Past adverse reactions to the above products included drug hypersensitivity with ultram; and urticaria with toradol. Concurrent conditions included obesity (morbid obesity), dysfunctional uterine bleeding, endometrial ablation since 2012, uterine leiomyoma, cerumen impaction, perforation of tympanic membrane and weakness worsened. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge"), headache ("hedaches"), abdominal pain ("abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic/robotic hysterectomy with removal of fallopian tubes), surgery (underwent novasure ablation with d & c) and surgery (underwent novasure ablation with d & c). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, vaginal discharge, headache, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in march 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. Removing of the essure coils also required removal of plaintiff's bilateral fallopian tubes. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pathology report showed nabothian cysts and squamous metaplasia silver metallic coiled to straight device in right and left cornua concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, abdominal pain,lower abdominal cramping, menorrhagia concerning injuries reported in this case the following one/ones were described in patient medical records: uterine haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporters details added. Event abnormal uterine bleeding added. Historical, concomitant condition and relevant lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("prolonged menses") in an adult female patient who had essure (batch no. 629137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 2 ((B)(6) 2008, (B)(6) 2002) and uterine dilation and curettage. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge"), headache ("headaches"), abdominal pain ("abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (she underwent laparoscopic bilateral salpingectomy with essure removal), surgery (underwent novasure ablation with d & c) and surgery (underwent novasure ablation with d & c). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, vaginal discharge, headache, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in march 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. Removing of the essure coils also required removal of plaintiff's bilateral fallopian tubes. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pathology report showed nabothian cysts and squamous metaplasia silver metallic coiled to straight device in right and left cornua concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, abdominal pain,lower abdominal crampig, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. The event abnormal vaginal bleeding, headaches, abdominal pain, pelvic pain, did not undergo an essure confirmation test added from pfs and events outcome added on (B)(6)2018: medical record received:the concurrent condition,historical drug,lot number and reporter added. Lab data added case got medically confirmed yes. Follow up 1 and 2 process together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (she underwent laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. Removing of the essure coils also required removal of plaintiff's bilateral fallopian tubes. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.